Manufacturer narrative:
The device was returned to olympus for evaluation. During estimation, it was found that the channel was deformed, the biopsy channel was leaking, there was a crack in the rubber glue, and the forceps cover glue was peeling. The device was repaired and shipped to the customer. The complaint is still under investigation. A supplemental report will be submitted when additional information is available.

Event description:
It was reported that during reprocessing the device was found to have a blocked channel. Upon evaluation of the product, it was also found that the forceps cover glue was peeling. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: g4, g7, h2, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. More than 5 years have passed since the subject device was manufactured. Based on the results of the investigation, the forceps cover glue peeling was likely due to aging deterioration or due to an external force (such as strong rubbing against the relevant part during normal use, including reprocessing). Per the legal manufacturer, the other device defects included in the initial MDR (blocked channel, leaking and crack in rubber glue) have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.